Event description:
A report was received of a pediatric home care pt with a degenerative encephalopathy, expiring in her sleep. She was receiving humidification via this heater base through a trach mask, without supplemental oxygen, at the time of her death. The reporting home care provider indicated that she had a poor prognosis. She also indicated that the humidifier was not believed to be a causitive agent in this pt's death. It is this customer's protocol to have all equipment, in use when a pt expires, evaluated.